Event description:
The following has been reported: customer reported: customer received a variance report today that "secondary tubing removed from pump, substance sprayed. Didn't touch patient, staff or other visitors." Rn reported "did not break, sprayed from the secondary port post transfusion tubing was disconnected." Pump was not infusing on primary side when this occurred. No employee or staff harm. A preliminary review of the logs identified the following issue: potential exposure to hazardous drug an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
No sample or picture was available for analysis. Without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. Therefore, the customer complaint cannot be confirmed. Probable root cause could be related to an incorrect use of the torque meter used for the assembly of the luer activated valve. The associate may have exceeded the force applied to the device because the torque wrench does not prevent the associate from exceeding said force at the time of assembly. Current controls related to this defect are 1) manufacturing 100% leak test with 22.5 psi for approximately 5 seconds, 2) quality visual inspection and 3) quality underwater leak test with 22.5 psi for 10 seconds. Corrective actions include 1) implementing a change / validation of new torque wrench and 2) update of the risk document in order to address this defect. Corrective actions were identified based on an internal event investigation result process. The batch record fa23k27376 was reviewed. Internal event investigation was generated related to stress marks in secondary port of ivenix cassette. After reinspection, finished good lot have passed all sampling acceptance criteria for quality testing performed. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.